Event description:
Same case as MFR #: 2134265-2012-06818. It was reported that during an embolization treatment procedure, the coils became stuck and detached in the catheter while partially deployed. The patient was undergoing treatment of an aneurysm in the hypogastric outflow artery. A 5fr contralateral non bsc sheath and a 5fr .035 bern 65cm imager ii catheter were positioned. Using intermittent flush, the 12mm .035 interlock diamond coil was then advanced with no resistance noted. The coil was advanced and retracted several times while attempting to adequately position the coil. The coil eventually jammed and detached in the distal portion of the imager ii. The physician advanced a .035 guide wire to push the coil out, but was not successful. The coil and catheter were removed together, with the coil partially deployed out of the catheter's distal end. A 10mm .035 interlock diamond coil was then selected. Continuous flush was established; however, the coil was not able to be advanced into the imager ii. The introducer sheath of the coil was repositioned in the hub and the coil was then able to be advanced. After several attempts of "sculpting the coil" as it was deployed into the artery, the 10mm coil also jammed in the imager ii and was detached, while partially deployed in the artery. The physician tried pulling the catheter back again, but this time the coil remained in place. A .035" wire was used to push the remaining coil out of the catheter, into the hypogastric artery. Non bsc .035 pushable coils were packed alongside the 10mm interlock. The procedure was completed with the non bsc pushable coils. There were no additional patient complications reported and the patient's status is ok.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).